Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened broken phacoemulsification (phaco) tip, without a wrench, tapped to the inside of the tray with other items was received. The returned sample was visually inspected and was found to be non-conforming as the phaco tip was broken at the aspiration bypass (ab) hole. The breakage was very jagged and wall thickness was observed to be even. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos attached were reviewed by the manufacturing site. Photo 1 is of a phaco tip broken at the ab hole with the distal portion remaining in the silicone sleeve. Photo two is of a pak label. Reported product and lot information is confirmed. Reported issue is confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The complaint evaluation confirms the phaco tip was broken. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The phaco tip visual inspections do not show any manufacturing issues that would cause the broken phaco tip. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported tip was broken at the front portion during cataract surgery (with intraocular lens implant). The phacoemulsification tip was removed from the patient¿s eye. The surgery was completed after replacing the tip with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).